Event description:
My husband had an incision from a back surgery that opened up at select hospital on the above date listed. It was decided by the wound care team, as well as the surgeon who performed the surgery on his back, to put (B)(6) on the wound vac therapy system. The wound care nurse determined that my husband's wound was larger inside than the opening was on the outside and she put a piece of black foam in the upper part of the wound, the bottom part of the wound as well as one piece in the middle. I know how many pieces because I was there when she placed them. I gave it no more thought that they were doing their job then found out on (B)(6) when the same wound care nurse came in to evaluate his wound; as was done every two days prior to that but by a different wound specialist, and she determined that she saw some foam in the upper and lower part of his wound. She then proceeded to try to dig out the foam from the bottom. This took her an hour just trying to dig it out of the bottom along with causing my husband additional long term pain. There were two other people in the room with her, as well as me and my husband, when she was working on his back because they were holding flash lights for her to be able to get a better look into the wound to pick the foam out. What amazed me was when I found out that the hospital charting that I was able to obtain there was no documentation of the number of foam pieces placed nor was there any for that same foam being removed. The wound took an additional 7 months and multiple infections, as well as 6 weeks of IV antibiotic therapy, to finally closed in (B)(6) 2015. He developed staph in the wound 4 days after the foam was placed in (B)(6), then developed an abscess in the wound in (B)(6). (B)(6) of the same year he developed strep which had entered through the wound then got into his blood stream and attached to his heart valve. Like I said above, it took 6 weeks of antibiotic therapy to finally get it to close. He has continued to have health issues happened to this day due to his weakened immune system. Because the foam is not radio-translucent there is no laboratory data regarding the foam however there are many tests and laboratory data regarding the additional infections he had to endure. I also have copies of the wound care notes from select specialty hospital here in (B)(6) which show where there was not documentation made about foam placement. They say to this day that there is no place in their charts for listing foam placed in patients however I can show where that isn't correct. On (B)(6) 2015 someone placed in my husband's notes that 1 piece of foam was placed. This was done prior to his discharge.